Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b3 b4 b5 d4 d9 e1 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device passed the sample mesh test during evaluation; the comb and bottom roller were damaged, the ratchet gear, foot pad, and side plates were worn, and the device was out of calibration; however, the repair has not yet been completed. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in france. E1: telephone- (B)(6). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the device required repair due to damage to the comb and bottom roll, along with wear of the gear and foot. There was no patient involvement. Diligence is complete.